Event description:
It was reported that a spectrum pump failed psi(pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. The machine underwent functional testing and the device performed according to product specifications. A short, simulated therapy was successfully performed. Downstream occlusion detection testing was performed and the device was able to properly detect a downstream occlusion. The reported condition was not verified. As a precautionary measure, the force sensor was replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.